Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 130-600 mg/dl. Cause for elevated bg was due to customer running out of supplies. Customer reverted to manual injections to treat bg. Additionally, it was reported the customer used off label insulin to fill cartridges. Customer changed all supplies and resumed insulin delivery successfully.